Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device data logs could not confirm the reported problem. The reported failure could not be reproduced during evaluation. No parts were replaced to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system error message. There was no patient harm or serious injury reported as a result of this incident.